Event description:
Pt received a defibrillator in 2007. He had a lot of trouble with the leads, and it had to be replaced. The leads had come loose. In 2008, it was replaced with a medtronic model# 694765. Although this is not one of the models recalled, he had the same symptoms and problems with this model. The leads came loose and the device misfired, he said it felt like he got kicked in the chest - several times. I called 911, and he went to the hospital, where they turned it off. There is a lot more to the situation, but I wanted to let the FDA know that model 694765 should be added to the recall list. Dates of use: 2008 - 2009. Diagnosis or reason for use: congestive heart failure.